Manufacturer narrative:
(B)(4). The customer reported that the battery was replaced.

Event description:
It was reported that, during maintenance, a 980 ventilator generated battery failure alarm. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to damage due to a power surge from an unknown source. If information is provided in the future, a supplemental report will be issued.